Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled ¿glenoid component retroversion is associated with osteolysis¿ by jason c. Ho, ms, vani j. Sabesan, md, and joseph p. Iannotti, md, phd, published in the journal of bone & joint surgery, volume 95-a, number 12, published june 19, 2013, was reviewed for MDR reportability. The purpose of the article ¿the primary objective of the present study was to evaluate the effect of component version and clinical and radiographic factors on findings of radiolucency around the implant at the time of short-term follow-up¿. Patients received implants from january 2003 to may 2009. The data was compiled of 66 patients who were operated on by the same surgeon using a deltopectoral surgical approach. Depuy products were used in all but one patient. Products used were the depuy anchor peg glenoid component and the same type of humeral component, depuy global advantage in 34 of the patients, 31 of the patients depuy global ap and 1 patient a competitor product. The article indicates that glenoid component retroversion may be a mechanism for component loosening with clinical evidence that glenoid components in greater than 15 degrees of retroversion are at increased risk for osteolysis around the central peg of the anchor peg glenoid implant. Of the 66 patients, 22 were found to have retroversion of greater than 15%. No revisions were noted.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthes of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.